Event description:
During a coronary stenting treatment procedure, blood was found in the inflation device after deploying the stent. The physician inflated the device at nominal pressure successfully deploying the stent. The physician reinflated the balloon of this product to 12 atms and upon deflation, blood was noted in the inflation device. The device was removed intact. There were no patient injuries or complications.